Event description:
It was reported to nova biomedical that a consumer received a result of 176 mg/dl on their blood glucose meter compared to a valid lab comparison result which was 127 mg/dl. The difference in the readings was determined to be clinically significant. The test strips that were used in the above reading will not be returned for eval as the consumer used them up. The meter will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.